Event description:
It was reported that this pacer dependent patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) system was in the intensive care unit (ICU), intubated, and unstable due to patient condition. The crt-p was approaching the explant indicator, and the right ventricular (rv) lead exhibited non-capture at maximum outputs while programmed to 5.5v @ 2 ms. As a result of the high output programming, the crt-p battery longevity was reduced significantly. Rv was programmed to 0.1 v @ 0.1 ms to increase battery longevity, as less than three months were remaining on the crt-p battery until elective replacement indicator (eri). However there was no impact to the calculated battery longevity. Technical services (ts) discussed troubleshooting options and programming considerations, however it was recommended to consult with the electrophysiologist prior to making any significant programming changes, and programmed parameters were returned to previous settings. A request was made to have data from this crt-p device analyzed. Data analysis confirmed the battery appeared to be depleting normally, and the high power consumption reflected the aggressive rv and left ventricular (lv) lead pacing. The calculated longevity showed more than one month remaining until eri. Changing rv to 0.1v and lv programmed to 6v could potentially increase battery longevity to 10 months before reaching eri. The rv lead was programmed subthreshold so that the device could operate as lv only. This rv lead remains in service, and this crt-p system will continue to be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed as model 4045 is an OEM model that boston scientific does not own the reportability. The initial report was filed in error.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacer dependent patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) system was in the intensive care unit (ICU), intubated, and unstable due to patient condition. The crt-p was approaching the explant indicator, and the right ventricular (rv) lead exhibited non-capture at maximum outputs while programmed to 5.5v @ 2 ms. As a result of the high output programming, the crt-p battery longevity was reduced significantly. Rv was programmed to 0.1 v @ 0.1 ms to increase battery longevity, as less than three months were remaining on the crt-p battery until elective replacement indicator (eri). However, there was no impact to the calculated battery longevity. Technical services (ts) discussed troubleshooting options and programming considerations; however, it was recommended to consult with the electrophysiologist prior to making any significant programming changes, and programmed parameters were returned to previous settings. A request was made to have data from this crt-p device analyzed. Data analysis confirmed the battery appeared to be depleting normally, and the high-power consumption reflected the aggressive rv and left ventricular (lv) lead pacing. The calculated longevity showed more than one month remaining until eri. Changing rv to 0.1v and lv programmed to 6v could potentially increase battery longevity to 10 months before reaching eri. The rv lead was programmed subthreshold so that the device could operate as lv only. This rv lead remains in service, and this crt-p system will continue to be monitored at this time. No adverse patient effects were reported.